Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 31-oct-2024. A visual inspection, and magnetic sensor functionality evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system, and the device was recognized and visualized correctly; no errors or issues were observed during the test. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the magnetic issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially reported a magnetic sensor error occurred when connecting. The qdot micro catheter was replaced with a new one. The procedure was completed without patient's consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 29-nov-2024, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 29-nov-2024 and have assessed this returned condition as reportable.